Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: sterile part: part number: 04.211.024s; lot number: 6l26887; manufacturing site: (B)(4); release to warehouse date: sep 30, 2019; expiry date: sep 1, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non sterile part: part number: 04.211.024; lot number: 14l3630; manufacturing site: (B)(4). Release to warehouse date: manufacturing location: (B)(4). Manufacturing date: aug 10, 2019; part number: 04.211.024, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 24mm lot number: 14l3630 (non-sterile). Production order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final inspection, ns049907 rev n met all inspection acceptance criteria. Packaging label log (pll) lmd rev ab was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.211.024.999, 2.8mm ti screw blank 24mm 02.7 variable angle w/sd8 lot number: 11l7192. Production order traveler met all inspection acceptance criteria. Inspection sheet, inspect warm head blank/inspect turn head and point, ns072130 rev c met all inspection acceptance criteria. Device history review: this lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for distal humerus fracture with the plate and screws in question. After the screw insertion to the plate hole, the screw (24mm) was idling and it couldn¿t be locked to the plate hole. The surgeon used another screw (20mm), but that screw was idling as well. The surgeon kept the unlocked screw in the plate hole and the surgery was completed without any surgical delay. No further information is available. This report is for one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 24mm-ster. This is report 2 of 3 for (B)(4).